Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible due to the ippc not starting properly. The fse restarted the system by manually booting the ippc. Review of the system log file showed that the frontal ippc had malfunctioned. The fse replaced the ippc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system displayed the error "exposure not possible. Reselect application." The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the ip-pc was not starting correctly. The fse replaced the ip-pc, the device was returned to expected functionality.